Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
Updated final analysis found that the pulse generator had entered into backup mode as a result of a checksum error. Following a firmware download, normal device characteristics were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.